Event description:
During a pacemaker implantation: where a click sound was heard at the end of the set screw tightening in ventricular cavity. The physician was surprised that he went on turning the screw driver handle without hearing the click sound. However, the lead passed the pull test. Regarding atrial cavity, no click sound was heard at the end of the set screw tightening with the screw driver of either sorin or the competition. However, the lead passed the pull test. The pacemaker implantation was completed.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Labeling review. (B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use ((B) (4)). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was mfg before this sterilization lot (lot no. 2315). This case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.